Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "pump powers down on its own without being programmed to do so." There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer declined to perform troubleshooting with tandem technical support.